Manufacturer narrative:
(B)(6). The subject mr290v humidification chamber has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported that an mr290v humidification chamber was found cracked and leaking water. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was returned to fisher &paykel (f&p) healthcare in new zealand, where it was visually inspected and analysed. Additional information was also requested to be provided to fisher & paykel (f&p) healthcare for evaluation. Results: there was no response to f&p healthcare's requests for additional information. Visual inspection of the returned the returned mr290v vented autofeed humidification chamber confirmed the presence of a crack on the chamber's dome. Conclusion: the reported crack was confirmed. Based on our investigation, the crack was likely caused by an external mechanical load. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject device would have met the required specifications at the time of production. The user instructions that accompany the mr290v vented autofeed chamber state the following: - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected. - do not use the chamber if the seals are not intact when received, or if it has been dropped.

Event description:
A healthcare facility in the united kingdom reported that an mr290v humidification chamber was found cracked and leaking water. There were no patient consequences reported.